Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and no problem was found. The fse retrained the customer on the proper reinsertion of unit into the cart. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not run on ac power. It is unknown under which circumstances this event occurred. However, there was no patient involvement and no adverse event was reported.